Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received for evaluation. Evaluation status: 3 events were confirmed during testing, - 3 devices were found to be affected by missing paint chips, - 1 device evaluation is in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had paint chips missing; 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record.   Product return status 1 device was not available to stryker for evaluation.   Evaluation status 2 reported events were confirmed during testing. - 2 devices were found to be affected by missing paint chips. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had paint chips missing. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had paint chips missing. 4 events had no patient involvement; no patient impact.